Event description:
During surgical procedure, surgiquest airseal device suddenly shut down. Upon restarting device, error message appeared stating ¿valve error, serious error, do not use device, call service.¿ vendor was notified.